Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device displayed "defib pad short" message. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty integrated circuit on the ECG board. Analysis of reports of this type has not identified an increase in trend.